Manufacturer narrative:
The insulin pump was received with its currents in specification. There was no blank display anomaly noted. The lcd board was okay. The unit also passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. No unexpected low battery alerts occurred. The following physical damage was also noted: minor scratches on the display window, cracked casing near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her son's insulin pump was not working. The mother stated that the batteries die quickly and sometimes the insulin pump shuts off after an hour. The patient woke up with a low battery alert and a blood glucose of 536 mg/dl. The customer was treated with a manual insulin injection and plenty of fluids. Additionally, he woke up on the day of call with moderate to large ketones. Troubleshooting was declined for the hyperglycemia and to inspect the battery cap and battery compartment for corrosion and damage. The customer was advised to disconnect from the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.